Event description:
Boston scientific received info that the pt implanted with this system presented to a (B)(6) follow-up appointment with complaint of itching at the implant site. The physician observed that the implant site had been scratched and the device was exposed. There was concern of infection due to the exposed device. However, lab testing did not confirm an infection. An invasive procedure was performed. The system was explanted and the pt was placed on antibiotics. A new system implant was planned following the antibiotic treatment. No additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.